Event description:
It was reported by service report that the pt right siderail could not be latched-up due to a broken toprail and a broken spindle spacer. No pt involvement or adverse consequences are reported.